Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was left in a cooler prior to the malfunction occurring. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 130 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s t:slim x2 with control-iq user guide: "you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures."